Manufacturer narrative:
(B)(4).

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2015". "On or about (B)(6) 2017, [pt] underwent a computerized tomography scan ("CT scan") of his abdomen and pelvis. On or about (B)(6) 2017, [pt] was informed that the CT scan revealed that the ivc filter was tilted, with filter prongs extending through the walls of his vena cava. [Pt] 's injury was inherently undiscoverable or objectively verifiable such that, despite [pt]'s reasonable diligence, he was unable to discover his injury until on or about (B)(6) 2017. [Pt] faces numerous health risks, including the risks of death. [Pt] will require ongoing medical care and monitoring for the rest of his life".